Event description:
The customer reported that the insulin pump had battery out limit, failed battery test and buttons unresponsive. Customer's blood glucose was 156 mg/dl. Customer stated that his blood glucose was 300 when he tried to program a manual bolus but the numbers kept scrolling up. Customer stated that the insulin was exposed to heat. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The insulin pump was received with operating currents in specification and no unexpected battery out limit or failed battery test alarms were noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.